Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure the mobile view station (mvs) of the imaging system powered down itself and rebooted. Once rebooted system functioned normally and the site proceeded with case. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.